Manufacturer narrative:
Investigation is ongoing. (B)(4).

Event description:
During deployment of a 29mm sapien 3 valve in a pulmonic position with internal jugular approach, upon valve deployment the balloon burst and the valve was unable to be deployed. As reported, the sheath was able to be inserted but during advancement of the delivery system/valve there was difficulty positioning and aligning the valve in the pulmonic conduit. An increased amount of force was needed to align the valve in position and there was difficulty aligning the valve between the markers. Multiple attempts were made to position the valve. The pusher was unlocked and reinserted and the valve was re-advanced against the pusher. The valve was finally successfully positioned and upon deployment of the valve the balloon burst. The valve was not deployed. During removal of the delivery system/valve, difficulty was encountered. The sheath was removed and the delivery system/valve were surgically removed. The delivery system was cut and the valve was left on the crimped balloon. The delivery system (partial portion) and balloon are available for evaluation.

Manufacturer narrative:
The commander delivery system was returned for evaluation and the complaint for balloon burst was not confirmed. Visual inspection revealed that the crimp balloon was cut proximal to the inflation-to crimped balloon bond. There was no observation of the inflation balloon burst after the decontamination process. Functional testing was not performed due to the condition of the returned device (crimp balloon cut, separated from the device, sheath shaft and remaining portion of the delivery system not returned). Dimensional analysis at multiple locations along the balloon working length found the balloon wall thickness met specifications. The complaint was not confirmed for balloon burst and withdrawal difficulty-valve through sheath engineering evaluation on the returned device. A review of manufacturing mitigations support that proper inspections are in place to detect issue reported in this complaint event. However, available information suggests that patient/procedural factors may have contributed to the reported withdrawal difficulty. The delivery system and thv may not have been coaxial to the sheath tip during the withdrawal attempt due to the sheath and delivery system insertion angles and interaction with patient anatomy. In addition, coaxiality of the devices may have been shifted as a result of the interference with the pulmonic conduit, causing the valve to get caught on the sheath tip. As noted in training review section, extra care should be given when attempting to retrieve a crimped valve that is aligned on the balloon due to enlarged profile as compared to a crimped valve off the balloon. This may further increase the chances of valve being caught onto the distal tip of the sheath during system withdrawal, resulting in withdrawal difficulty. The complaint was not confirmed for balloon burst and withdrawal difficulty through sheath, and no manufacturing non-conformities were found in the returned sample. In this case, available information indicates that a combination of patient and procedural factors (pulmonic conduit, right internal jugular approach involving navigation through a steep angle and ¿twisting and turning¿ during valve alignment) may have contributed to the event. No labeling or IFU inadequacies have been identified and review of complaint history revealed that the occurrence rate does not exceed the march 2017 control limits for this trend category. Therefore, no corrective or preventative action is required.